Event description:
Asr revision. Asr xl (right).reason(s) for revision: component loosening.

Event description:
Patient was revised to address cup loosening and pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This investigation remains closed, as the corrected information does not change the outcome.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (lot number); (date received by manufacturer); (device evaluated by manufacturer); (remedial action). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.